Manufacturer narrative:
G4 - premarket / 510(k) #: k160514, k222568.

Event description:
It was reported that catheter entrapment and tip detachment occurred, requiring snare for removal. The target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross 18 imaging catheter was selected for lower extremity angiogram. However, during the procedure, it was noted that the catheter spun around the wire and broke off inside the patient's body. The broken tip was recovered using a non-boston scientific (bsc) snare, and the procedure was completed using an alternate device. No patient complications were reported.